Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Ra lead surgically abandoned due to fracture of the suture sleeve and atrial fibrillation per ai received. No adverse patient effects were reported.